Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1lwhb, implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 14-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer and a healthcare professional (hcp) via a manufacture representative (rep) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient complained of a shocking or jolting sensation. The hcp had an x-ray done and could see that the lead had been pulled back into the sacrum. A replacement was scheduled. No further device issue alleged / identified. No further patient symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) indicating that the patient had an unrelated surgery on (B)(6) 2019 and the jolting started occurred sometime that same year in the spring. No further complications were reported.